Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to include details in the manufacturer narrative field.

Manufacturer narrative:
As no further investigation concerning this report is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device and another manufacturer's lead recorded an out of range pace impedance measurement. The device was checked with a programmer in which consistent impedance measurements were recorded within normal limits. This device and lead will continue to be monitored. No adverse patient effects were reported.